Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer had a problem with the erbe, but they did not have a contract, so they were using an auxiliary cautery. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the equipment was showing errors m-02 and c-33 before the procedure. Equipment was replaced by another external scalpel connected to the robotic system. Ports were not placed. The system functionality was checked upon powering on the system and the system initially powered on without errors but the erbe showed an error when connected. Technical support was not called because the customer had no active maintenance account.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and was found to have voltage errors and electrical/fiberoptic defects resulting in the erbe not functioning during testing. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that